Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use. The farawave catheter was prepped by flushing the middle lumen port and the .035 rose wire was then inserted. The spline deflection was tested. Everything seemed normal and the ablation catheter was then inserted in the patient. While the distal end of the ablation catheter was in the left atrium, the physician noticed heavy resistance from the guide wire. He then took the ablation catheter out of the patient and then replaced the guide wire. When the physician deployed the catheter and new guide wire into the left atrium, there was still heavy resistance noted. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use. The farawave catheter was prepped by flushing the middle lumen port and the .035 rose wire was then inserted. The spline deflection was tested. Everything seemed normal and the ablation catheter was then inserted in the patient. While the distal end of the ablation catheter was in the left atrium, the physician noticed heavy resistance from the guide wire. He then took the ablation catheter out of the patient and then replaced the guide wire. When the physician deployed the catheter and new guide wire into the left atrium, there was still heavy resistance noted. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.